Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was severe pain. After replacing the device, energization was no longer made and the patient could not walk because of great pain. They turned off the stimulation for one year, and sometimes turned it on. The pain had worsened in the last three months. After consulting with the physician, the patient was told "the surgery should be done again", but it was noted that this was a two to three year conversation and that concrete matters had not been decided. It was unknown if there were any environment, external, or patient factors that may have caused the event. When the person in charge was contacted, an inspection was suggested. The issue was not resolved. Health damage was noted. The physician's opinion regarding the causal relationship was asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the patient ¿didn¿t know exactly what caused the pain, but the doctor retired from the hospital after the implantation, so the patient said that he had not made any adjustments to the equipment.¿ the patient planned to make an appointment with another doctor at their implant hospital for around (B)(6) 2025 and hoped to make adjustments at that time. No further inspections had been performed since initial report and the cause of the issue was not determined. The issue remained unresolved at the time of follow-up. No further complications were reported or anticipated.